Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the pacing impedance and threshold measurements. The physician elected to program the device to left ventricular only pacing and continue to monitor until the implanted device reached a normal elective replacement indicator (eri) status. The device subsequently reached eri, then was surgically explanted and replaced. During the procedure, a new rv lead was implanted from the right side and tunnelized into the pocket to resolve the event. This rv lead remains implanted and the patient was stable with no additional adverse consequences.